Event description:
In 2009, the lay user/pt's spouse contacted lifescan (lfs) alleging that the pt's onetouch ultra2 meter was prompting 4 and 5 dashes on the meter's display. The medical surveillance specialist spoke with the reporter on march 26, 2009 and obtained the following info. The pt's spouse reported that the alleged issue began at approximately 7:30 am the day prior to original date. The reporter stated that the pt manages his diabetes by taking 30 units of lantus at bedtime in addition to taking novolog 3x/day (based on a sliding scale). As a result of not being able to obtain a blood glucose reading that morning, the reporter stated that she administered 10 units of novolog insulin (based on an educated guess). Soon after the alleged issue began, the pt's spouse claimed he began to fell "jittery." As a result of the issue, the reporter stated she contacted the physician and scheduled an appointment for the pt to be seen. At 2:30 pm that afternoon, the pt's blood glucose was "575 mg/dl" when tested with the doctor's meter. The reporter stated that the pt was treated with an unspecified amount of novolog insulin and confirmed he began to feel better within 30 mins of the treatment. At the time of troubleshooting, the cca noted that the alleged issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.